Event description:
It was reported that during surgery when opened pulsavac found a unknown spec of something inside the sterile wrapping. There was no patient impact. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.